Event description:
Patient experienced increased implantable cardiac defibrillator (ICD) firing with chest discomfort. The patient's ICD was firing so many times they could not interrogate it, every time they removed the magnet, it fired. Once the ICD was removed, it was interrogated and was found to be detecting "noise". The patient was in normal sinus rhythm with no problems or symptoms until it started firing. No lead fracture was detected. The lead impedance, sensing threshold, and pacing threshold checked out as normal. The lead was removed, the wire came out very easily. As the patients pump function had improved, the decision was made to not reimplant another ICD. The patient was discharged from the hospital with no problems. The electrophysiology person I spoke with stated the problem seemed to be with the generator. Manufacturer response (as per reporter) for ICD, alto 2waiting for manufacturer to sign the release form before releasing the device to them.

Event description:
Patient experienced increased implantable cardiac defibrillator (ICD) firing with chest discomfort. The patient's ICD was firing so many times they could not interrogate it, every time they removed the magnet, it fired. Once the ICD was removed, it was interrogated and was found to be detecting "noise". The patient was in normal sinus rhythm with no problems or symptoms until it started firing. No lead fracture was detected. The lead impedance, sensing threshold, and pacing threshold checked out as normal. The lead was removed, the wire came out very easily. As the patients pump function had improved, the decision was made to not reimplant another ICD. The patient was discharged from the hospital with no problems. The electrophysiology person I spoke with stated the problem seemed to be with the generator. Manufacturer response (as per reporter) for ICD, alto 2waiting for manufacturer to sign the release form before releasing the device to them.